Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins) on their right side which occurred over a year ago (but patient not exactly sure). The patient still had therapy benefit on their left side. It was noted that the patient did have a fall about a year ago but they were unsure if the loss of therapy was related to this event. Impedance testing showed values >4000 ohms of some of bipolar electrode pairs. Specifically, when tested at default settings, all combinations with electrode #0 showed values >4000 ohms except #0 to 1 and 0 to 7 which were 1395 ohms. Electrode combinations of electrode #1 to 3 and 1 to 4 showed values >4000 ohms while 1 to 2 and 1 to 5 were 1395 ohms. The combination of 1 to 6 and 1 to 7 were 690 ohms. All combinations with electrode #2 were >4000 ohms except 2 to 3 which was 1395 ohms. All combinations with electrode #4 had values >4000 ohms except 4 to 5 which was 1395. Electrode combinations with electrode ranged between 690 and 1395 ohms. When the impedances were retested at 2.0 volts and 450 us, values all combinations with electrode #0 were >4000 ohms except 0 to 1 which was at 2000 ohms. Combinations with electrode #1 were >4000 ohms except for 1 to 2 (2007 ohms), 1 to 6 (988 ohms), and 1 to 7 (988 ohms). Electrode combinations with electrode #2 were >4000 ohms except for 2 to 3 which was 2007 ohms. All combinations with electrode #3 had values >4000 ohms. Combinations with electrode #4 were >4000 ohms except for 4 to 5 which was at 3899 ohms. All combinations with electrode #5 had values >4000 ohms except 5 to 6 (2007 ohms). Impedances with electrodes #6 to 7 had a value of 784 ohms. The impedances were then retested at 2.5 volts (450 us) and all electrode pairs were >4000 ohms except for the following combinations: #1 to 2 (2518 ohms), 1 to 5 (2518 ohms), 1 to 6 (989 ohms), 1 to 7 (989 ohms), 2 to 3 (2518 ohms), 4 to 5 (2518 ohms), 5 to 6 (2518 ohms), 5 to 7 (2518 ohms), and 5 to 6 (819 ohms). Follow up information received on (B)(6) 2015 reported that the cause of the issue was not determined and confirmed that the patient was unsure when they stopped feeling the stimulation on their right side or what the cause was. New reprogramming was performed on (B)(6) 2015 and the patient stated they were now able to feel the stimulation down their right leg in addition to maintaining their coverage for the left leg. The patient was ¿very pleased¿ at the end of the reprogramming session. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 7 48925, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3487a-33, lot# v166106, implanted: (B)(6) 2009, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3487a-33, lot# v092439, implanted: (B)(6) 2008, product type: lead. (B)(4). F

Event description:
Additional information received from the manufacturer representative (rep) reports that they were meeting with the patient for reprogramming because they were not feeling stimulation as much and they had to turn it up more. This had taken place since (B)(6) 2015. During the reprogramming session there were high impedances noted at >3600 ohms. Relevant medical history includes failed back surgery syndrome. If additional information is received, a follow-up report will be sent.